Manufacturer narrative:
Note: customer ordered a new sensor.

Event description:
During use of the device for a non-clinical activity, the user reported that the ultrasonic level sensor surface (red) was deteriorating on the device. There was no pt involvement. Investigation in progress, but not yet completed.